Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "(B)(6) 2023, staples were found jamming prior to use". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - info not provided" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "(B)(6) 2023, staples were found jamming prior to use". No patient involvement reported.